Manufacturer narrative:
The device was not returned for evaluation. Device was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Further evaluation regarding supplier related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported a 67 year old man with chest pain was admitted to the documented hospital. Electrocardiography revealed third degree atrioventricular block and st elevation in inferior leads. Following insertion of a swan ganz bipolar pacing catheter in the rv, right coronary angiography revealed subtotal occlusion. Although atrioventricular block persisted, successful revascularization for inferior acute myocardial infarction reversed his status. Four hours postoperatively, patient experienced bradycardia, followed by electromechanical dissociation, and then developed sudden cardiac arrest. Bedside echocardiology confirmed the existence of a pericardial effusion. Resuscitation efforts, including pericardiocentesis, were unsuccessful. The autopsy imaging revealed rv perforation was caused by the temporary pacemaker lead and indicated that the cause of death was cardiac tamponade secondary to rv perforation. The temporary pacemaker lead was removed after autopsy imaging. Patient was receiving 625u of heparin per hour, 200mg of acetylsalicylic acid, and 20mg of prasugrel. It was considered that myocardial infarction involving the rv and treatment with thrombolytic therapy and oral antiplatelet agents were strongly associated with a weakened rv muscle and acute clinical course, which resulted in tamponade. The patient passed away due to the cardiac tamponade secondary to right ventricular perforation. Date of death and event are unknown. Device was discarded at hospital. Information was obtained through an article published on cardiology journal 2018 titled cardiac tamponade secondary to right ventricular perforation caused by a temporary pacemaker lead in the course of myocardial infarction.

Manufacturer narrative:
Additional information was received from customer. Per follow up with customer, it was reported the event occurred and the patient passed away due to cardiac tamponade and heart failure on (B)(6), 2017. The causality between the device and the event was reported as possibly related. The patient initials were (B)(6) patient was originally receiving dialysis and had been feeling nauseous for a few months. On (B)(6), 2017, the patient had been experiencing bradycardia for 3 hours and acute myocardial infarction was suspected. Coronary angiography revealed 99 percent occlusion in the segment number 1 of right coronary artery, therefore, percutaneous coronary intervention was performed. Postoperatively, the patient underwent dialysis for 2 hours. After another hour, blood pressure decreased and cardiopulmonary resuscitation was started, however resuscitation was unsuccessful and the patient was confirmed dead. Autopsy imaging revealed rv perforation caused by the temporary pacemaker lead and cardiac tamponade. Physician stated that there are possibilities that the tpm lead perforated through a weakened muscle due to ami, and physical damage occurred during CPR. The background that the patient was receiving dialysis was associated with the death. Further evaluation regarding supplier related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.